Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent revision procedure. While the physician was tightening the screws, it was noted that one screw was missing. The physician was unable to determine the cause or location of the missing screw. The patient was doing well postoperatively, and the device remains implanted and in use.